Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, patient has open reduction and internal fixation (orif) for mid-face fracture,1.5mm non insulated bipolar forceps was used during the operation. Superficial burn mark was noticed by surgeon on right eyelid. Non insulated bipolar forceps was on surgeon's picklist. Insulated .25mm bipolar forceps was offered and used for the rest of the operation.